Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues on (B)(6) 2026. The infusion set cannula was kinked. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 540 mg/dl and the patient was treated with bolus via pump and took correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information is available.